Manufacturer narrative:
Per the additional information received, the device met expected longevity. Hence, this event is considered as normal end of life. Therefore, this event is no longer reportable.

Event description:
Additional information received indicates that the patient had therapy until (B)(6) 2021.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg addressing the issue, reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
It was reported that the patient's ipg is inoperable. As such, surgical intervention may take place at a later date to address the issue.